Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, weight unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the doctor had planned to insert tsvmb11 following a tooth extraction that took place 4 months earlier, on november 30 he tried to insert first the tsvmb11 and after the tsvm4b10 but he noticed that had no primary stability probably for the poor quality of the bone. Doctor decided to proceed with a bone regenerative operation with bone and membrane before replacing an implant. Edema was also reported.